Manufacturer narrative:
The customer stated that these samples were both full draws and no fibrin was noted. Sample type and centrifugation data was not supplied. System check and quality control data was not supplied. Customer also declined the request for reagent inventories and stated that they do not pack share. This is a competitive assay and lack of reagent would result in vitamin b12 results > highest calibrator, 1500pg/ml. On (B)(4) 2008, the field service engineer (fse) performed hardware verification and all tests passed specifications. The fse verified instrument performance per established procedures. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-01132.

Event description:
Customer reported erroneous elevated test results were obtained for vitamin b12 when using a unicel dxi 800 access immunoassay system. There were eight patient samples with erroneous test results of >1500 pg/ml. Two of the eight were reported out of the laboratory. It is unknown if there was any affect on patient care. No reports of death or serious injury as a result of this event. This event represents event 2 of 2 events reported by this customer for one of the two patients.